Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer reported that the user alleged a potential hacking allegation related to cybersecurity and experiencing hypoglycemia. Customer reported battery power loss. Troubleshooting was performed. Customer been was using the insulin pump system within 48 hours of reported high bg event. No harm requiring medical intervention was reported. Customer discontinued the use of the pump and the pump will be returned for analysis.

Manufacturer narrative:
Per (B)(6) - prin software engineer: analysis: the following allegations were investigated: 1. Customer received an unexpected battery loss alert prior to the event, (B)(6)2023. 2. Customer reports auto mode was delivering insulin at the time of low bg event - (B)(6) 2023 - during the night. Allegation 1 analysis: there were no battery alerts recorded in pump history prior to reported event, (B)(6) 2023. Allegation 2 analysis: per carelink report, carelink (B)(4), during episodes of low glucose values, the pump did not deliver insulin. For example, on (B)(6) 2023, during manual mode (with cgm available), pump suspended insulin delivery during a low episode (note, glucose limit is a user selectable value). In addition, during auto mode, there was no auto basal ( ) delivery when glucose values were low. Low episodes are highlighted below in red. (Please see attached for the carelink reference). Similarly, for (B)(6) there was no auto basal ( ) delivery when glucose values were low. Low episode is highlighted below in red. (Please see attached for the carelink reference). Conclusion: alarm triggering, such as suspend before low alarm, and the cl1 algorithm cannot be controlled remotely. Therefore, allegation is not cybersecurity related. With regards to the allegations made, pump performed as expected. 1. There were no battery alerts recorded in pump history prior to reported event, (B)(6) 2023. 2. In manual mode (with cgm available), the pump suspended insulin delivery during a low episode. In auto mode, the pump did not deliver insulin during low episodes. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Unexpected battery power loss not confirmed. Battery out limit alarm not confirmed. The test battery was removed and reinserted with no failed battery test alarm noted. Failed battery test alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, peeling serial number label, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 03-feb-2023 in the pump history file. (B)(6) 2023 07:05:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 07:14:40.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 07:15:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 07:20:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 07:25:31.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 16:36:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 16:53:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 17:03:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 06:46:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal (B)(6) 2023 06:48:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal (B)(6) 2023 06:58:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal (B)(6) 2023 07:00:47.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 07:05:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal (B)(6) 2023 03:12:18.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 03:47:17.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 12:27:31.000 alarmalertnotification (40) faultnumber: inversecheck (15) (B)(6) 2023 12:27:34.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 12:34:48.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 12:37:20.000 batteryremoved (55) (B)(6) 2023 12:37:20.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 12:37:36.000 batteryinserted (44) (B)(6) 2023 13:33:47.000 batteryremoved (55) (B)(6) 2023 13:33:47.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 13:34:07.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2023 13:34:31.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 13:34:39.000 alarmalertnotification (40) faultnumber: battoutlimit (6) lostsensor1alert (780) (not confirmed) gst signal has not been received for 30 min during or after initialization. Inversecheck (15) (not confirmed) the critical block and inverse critical block did not add to zero. Failedbatttest (58) was due to the battery inserted on a battery change does not have sufficient voltage. The test battery was removed and reinserted with no failed battery test alarm noted. Failed battery test alarm not confirmed. Pump error 23 (not confirmed) and battery out limit alarm (not confirmed) were due to the battery removed for more than 10 minutes pump or reset due to battery backup depletion. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump passed the functional testing. No pump error 15 noted during testing. Pump error 15 not confirmed. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Battery out limit alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alarm noted. The pump passed the functional testing. Unable to confirm alleged high bgs. Cybersecurity - hacking allegation not confirmed. Unexpected battery power loss not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.